Event description:
The device delivered a message that the device had reached end of life with battery voltage at 2.6v. The patient had recently received multiple therapies for vt/vf. The patient was admitted to ICU. The following nigh t, it was noted that the device had delivered two unsuccessful shocks. The patient was externally shocked and was converted. The device was interrogated and found in hw vvi mode.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device had a power-on reset due to a depleted battery. The battery was depleted because the device had a lifetime of 257 maximum equivalent charges. As no relevant archive data could be obtain ed from the field, the cause of all the high voltage charging activity could not be determined. The device's battery was sent back to its manufacturer for further evaluation; no anomalies were found. The device was tested on the bench and on the automate ed electrical test system. All device functions were normal.